Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient post-op was transferred to rehab on (B)(6) 2018 driveline was noted to be clean, dry and intact at the time. Patient was seen in clinic on (B)(6) 2018 and driveline was noted to have been pulled with the velour exposed. Patient was educated about the importance of driveline immobility. Driveline was noted to have some serious drainage. Patient was seen again in clinic on (B)(6) 2018 and driveline was still noted to be showing velour and having some serious drainage. Patient was seen again a week later on (B)(6) 2018 and the velour was still visible as well as drainage on dressing, however it did not appear infected. Patient was seen in clinic again a week after on (B)(6) 2018, with no noted improvements. Patient¿s dressing was changed due to skin irritation. On (B)(6) 2018 patient was again seen in clinic and scheduled for driveline debridement on (B)(6) 2018 driveline still noted to not appear infected at this time, blood cultures were taken, results from (B)(6) 2018 showed no growth. On (B)(6) 2018 patient underwent debridement, purulent drainage was still noted and cultures were sent. Driveline was not incorporated all the way to the right rectus muscle at that point, so it was then incorporated. The tract was excised and a counter-incision was made leaving an opening where driveline exits the skin. A wet to dry dressing containing antibiotics was placed and wound was irrigated with antibiotic solution. On post op day patient needed to have wet to dry dressing with antibiotics changed twice, daily as well and painted suture line with antibiotics. Intravenous antibiotics were ordered twice daily. Cultures still showed no growth. Patient states being unaware of how trauma to exit site occurred, velour noted to be exposed after apparent pulling. Infectious disease consulted and recommended to narrow antibiotics to twice a week, this is less likely patient will have a c. Diff infection given the history of it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #(B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.